Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: according to the customer report coring was found after use. The cro, having received a report from the pharmaceutical manufacturer, contacted the person in charge by phone on (B)(6). Some insoluble foreign matter was found in formulations prepared using fasil (2 out of 63 products), and component analysis was performed. The results revealed that it was "hydrocarbon-based rubber." Lot/batch# to be confirmed later additional information: attached report was provided.